Event description:
During the implantation procedure, the setscrew shocking coil would not engage on this ICD. It was also reported that the device did not charge or shock to rescue the patient and a shock was initiated with an external defibrillator. A continuity test was performed and the rv impedance was found to be >3000 ohms. The ICD was not implanted. A new paradym 9550 was implanted.

Event description:
During the implantation procedure, the setscrew shocking coil would not engage on this ICD. It was also reported that the device did not charge or shock to rescue the patient and a shock was initiated with an external defibrillator. A continuity test was performed and the rv impedance was found to be >3000 ohms. The ICD was not implanted. A new paradym 9550 was implanted.

Manufacturer narrative:
(B)(4). The analysis for this device is pending.

Manufacturer narrative:
(B)(4), 2012.the analysis for this device is pending.(B)(4).